Event description:
The reported description notes that the pt's spo2 sensor became disconnected. The customer was expecting an spo2 desaturation alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the pt's spo2 sensor became disconnected and the pt was lying on the sensor. The customer was expecting an spo2 desaturation alarm and there had been no alarm. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.